Manufacturer narrative:
Date of event: exact date unknown, event occurred few days ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was taking longer and would not hold a charge. The patient underwent an ipg replacement procedure. The explanted device will not be returned.